Manufacturer narrative:
A customer in the united states had notified biomérieux of false susceptible oxacillin results for staphylococcus aureus in association with vitek® 2 ast-gp75 test kit (ref 415670) - lot 2750361103. An internal biomérieux investigation was performed using the strains submitted by the customer. The submitted strains were subcultured, and identifications were confirmed as s. Aureus. Vitek 2 testing included ast-gp75 cards from the customer's lot and a random lot, in duplicate. Agar dilution (ad), the reference method for ox (ox101n) was performed, as was cefoxitin disc testing as the reference method for the oxsf test, and pbp2a latex testing. For both isolates, eight (8) total gp75 cards tested: oxacillin mics resulted as greater than or equal to 4 and oxsf were positive. Ad mics = 4, cefoxitin disc testing was resistant (15 mm, 16 mm) and pbp2a testing was positive for meca with both isolates. Vitek2 ast-gp75 cards were in agreement with the reference methods, and cards performed as expected.

Event description:
A customer in the united states notified biomérieux of (B)(6) results for (B)(6) in association with vitek® 2 ast-gp75 test kit (ref (B)(4)) - lot 2750361103. The customer tested a blood culture isolate, identified as (B)(6), and vitek® 2 returned a result of (B)(6). Cefoxitin screen was negative. Due to the patient having a previous blood culture with (B)(6), the customer set up penicillin-binding protein test, which was positive. Etest® for cefoxitin and (B)(6) obtained (B)(6) results. The customer retested the isolate on vitek® 2 and obtained the same (B)(6) result. The patient had a second blood culture specimen. Per the customer, the second blood culture had the same organism, and vitek® 2 testing again obtained a (B)(6) result. The customer did not report (B)(6) to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.